Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that there were high out of range shock impedance measurement of greater than 125 ohms. A revision procedure was performed where upon opening the pocket the header on the implantable cardioverter defibrillator (ICD) was noted to be separated from the case. The ICD was explanted and replaced. The right ventricular (rv) lead was connected to the new ICD and defibrillation threshold (dft) testing was performed with a good shock impedance measurement of 37 ohms. The rv lead remained in service with the new ICD. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed. All header wires were found to be fractured. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case. This device is included in the subpectoral implant advisory population, however it was noted that it was implanted subcutaneous.